Manufacturer narrative:
(B)(4). The device is available for evaluation; however, it has not yet been received by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ipump device was not infusing. This occurred while the pump was being programmed and set up in the biomedical service area. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Visual inspection revealed no abnormalities that could have contributed to the reported condition. The pca cable and button test identified that the pca connector was broken internally and did not hold the plug in place. This confirmed the reported condition. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.